Event description:
Blood glucose reading was hi back to back with a result of 264 mg/dl performed within 5 mins of each other. No treatment was received and no actions were taken as a result. A request was made for the return of the suspect device and replacement product was sent.